Manufacturer narrative:
The reported leak was confirmed. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. A tear was noted in the on the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak is consistent with damage during use. The IFU states damage to the valve assembly may occur if inner catheter is withdrawn rapidly.

Event description:
During an atrial septal puncture blood was noted to be leaking from the hemostasis valve after being inserted into the patient. The sheath was replaced to complete the procedure with no adverse consequences to the patient.